Event description:
It was reported that during a neurostimulator implant procedure, after the lead was connected to the extension, the impedances were greater than 40, 000 ohms. The extension was replaced with a 40 cm extension and the problem resolved. There were no patient injuries; the patient was noted to be "ok."

Manufacturer narrative:
Extension 37081-20, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
Final device analysis for extension (B)(4) revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.